Event description:
The hosp reported that during the coronary artery bypass graft surgery, the heartstring seal was damaged. No other info was available from the hosp. There was no pt involvement reported. In 2004, the seal was rec'd cracked. This is a reportable malfunction.